Event description:
It was reported that the customer's pump would feel extremely hot on the third day after changing out a cartridge. The contact indicated the customer's blood glucose level would elevate to the 300's mg/dl on the third day when the pump would experience a warmer temperature. The customer's blood glucose levels were fine at the time of the call.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been rec'd. A supplemental report will be submitted if the device is rec'd.